Event description:
Patient presented to the hospital by ambulance due to inappropriate therapies. Store egm showed double-counting, which was reproduced by arm movement. X-ray revealed lead dislodgement. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
The lead was explanted.